Event description:
The patient reported experiencing a loss or change of therapy. It was stated their implant hadn't been giving them enough relief as when they had the trial. The patient had tried all 4 programs and the different setting but was still not getting relief. Additional information received from patient on (B)(6) reported that they became infect at the surgical site before changes. They discussed with their healthcare provider and the implant was removed. Indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.